Event description:
On (B)(6) 2022, senseonics was made aware of an adverse event where the physician was unable to remove the sensor after two attempts.

Manufacturer narrative:
This MDR is result of a retrospective review of complaints. The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
Despite multiple follow up attempts with the user the removal status of the sensor could not be confirmed. No further investigation was found necessary. D4. Additional device information updated. D6a. Implanted date updated to (B)(6) 2021. H4. Device manufacturer date updated to 14 april 2021.